Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and states the following: indications for use: the magic 3 go intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications: none known. Warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Review the self catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow approximately 1 to 1.5 or 2.5 to 3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal. 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8.wash hands. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that magic 3 go male coude intermittent catheters did not had enough lube on them and which caused hard to insert.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that magic 3 go male coude intermittent catheters did not had enough lube on them and which caused hard to insert.